Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen hard to read the numbers and use the insulin pump and motor sounds labored. The customer¿s blood glucose was unknown at the time of incident. The customer also state that cracks in casing on side of reservoir compartment and on back of pump and louder during rewind. The insulin pump will not be returned for analysis.